Manufacturer narrative:
Initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked at the "level of the cervix" at the injection site. This issue was discovered at the time of dispensing. The device was clamped and the cap was placed correctly . The device was filled with 32ml of sodium chloride 0.9% and 71ml fluorouracil for a total volume of 103ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from january 26, 2022 - january 28, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.